Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a heater line disconnected from an amia peritoneal dialysis (pd) cassette which resulted in leak. This occurred during initial drain of peritoneal dialysis therapy when the patient was connected. The registered nurse (rn) stated that there was a large amount of fluid on the table. Renal therapy services (rts) assisted with ending therapy. The rn advised the patient to start over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
One actual sample was received for evaluation. A visual inspection with the naked eye noted the heater bag tubing separated from the cassette. Functional testing including leak testing, clear passage testing and clamp function testing were performed with no issues noted. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.